Event description:
On (B)(6) 2013, the lay user/reporter, the patient's daughter, contacted lifescan to report the one touch ping meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 6:30 pm, the patient skipped his meal and humalog insulin dose, and took only his dose of basal insulin. Later that evening, the patient experienced the symptoms disorientation and sweating. At 11:30 pm, while symptomatic, the patient obtained the blood glucose reading of 86 mg/dl on the reported meter. Emergency services were contacted. At 11:40 pm, the paramedics tested the patient's blood glucose level to be 31 mg/dl. The patient was treated with food and drink, and felt better afterwards. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue, the patient had not eaten a meal, and there was no delay in treatment. However, as the meter reading did not correlate with the symptoms, hcp meter result or treatment, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.